Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the device exhibited an unresolved upstream occlusion alarm. Per reporter, the affected administration set was attached to the pump, and it began alarming soon after the patient had the pump started. The protocol was 6ml/hour. Multiple troubleshooting techniques were attempted, ultimately, the administration set was removed and placed on a new pump, and it ran without an issue. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.